Event description:
"Today replaced a hemoglide catheter that is quite old and had to be replaced as a result of its tip having broken off and the tip having lodged into a branch of the right pulmonary artery."

Manufacturer narrative:
The complaint of a break in the catheter is confirmed but the cause is unk. The products returned for eval were a series of four x-ray images of an implanted catheter. As per the information provided with the file, the implanted catheter is a 24 cm hemoglide catheter. The first image is dated as (B)(6) 2012. The distal end of the catheter is visible in this image. The staggered tip is intact and appears unremarkable. The second image was dated as (B)(6) 2012. It appears that the staggered tip of the catheter is still attached. However, the tip is at an angle with comparison to the axis of the tubing, which may indicate that a partial break is present. The third image is dated as (B)(6) 2013. The staggered tip of the catheter is missing from the catheter, indicating a complete break of the tip. The staggered tip is not visible in this image. The fourth image shows the catheter with a complete break at the distal end. The staggered tip of the catheter can be seen migrated from the end of the catheter. Although a break in the catheter can be confirmed from the images, the cause of the break cannot be determined. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.